Event description:
Following an ablation procedure, the patient developed an arteriovenous fistula. The ablation procedure was performed on (B)(6) 2020. During the procedure, while ablating the maximum temperature was set at 43 °c, power at 30 watts, and irrigation at 17 ml/min. On (B)(6) 2020 the patient was diagnosed with the arteriovenous fistula. No intervention was needed. Further information regarding the event was requested but is not available.

Manufacturer narrative:
Additional information: b5, g4, g7, h2, h3, h6 the results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following an ablation procedure, the patient developed an arteriovenous fistula. The ablation procedure was performed on (B)(6) 2020. During the procedure, while ablating the maximum temperature was set at 43 °c, power at 30 watts, and irrigation at 17 ml/min. On (B)(6) 2020 the patient was diagnosed with the arteriovenous fistula. Further information regarding the event was requested but not received.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Following an ablation procedure, the patient developed an arteriovenous fistula. The ablation procedure was performed on (B)(6) 2020. During the procedure, while ablating the maximum temperature was set at 43 °c, power at 30 watts, and irrigation at 17 ml/min. On 20 march 2020 the patient was diagnosed with the arteriovenous fistula. Further information regarding the event was requested but not received.